Event description:
It was reported that the customer had high blood glucose levels (500 mg/dl). Customer noticed air bubbles at the luer lock connection.

Manufacturer narrative:
No product returning for evaluation. Should new information become available; a supplemental form will be submitted.